Event description:
It was reported that during a radical prostatectomy procedure, the device fully cut and partially stapled. Some bleeding occurred. Unknown how much blood loss. The device was reloaded with a blue cartridge and the device only stapled halfway and then the handle broke off of the device. The account stated that the patient was given 2200cc of blood through out the procedure and stated that the patient may have been given some blood during the procedure despite what happened with the device. Sutures were used to complete the case. No additional patient consequence.

Manufacturer narrative:
Date sent: 09/02/2009. Firing trigger handle.